Event description:
Through a dermatologist's inquiry about the ingredients of voco profluoride varnish, we have become aware of an incident. A 29 year old patient developed a rash after being treated with voco profluorid varnish for her teeth. She used it for 2 hours following her dental treatment within 24 hours she developed a widespread nettle rash on her chest, abdomen and arms that needed hospital admission the patient is ok now.

Manufacturer narrative:
We do not have any information on the dentist treating the patient, the product variant, the batch, expiry date and date of occurrence of the incident. Our inquiry remained unanswered. The affected product was not sent in and could not be checked.the patient has allergic contact dermatitis to colophony, ptbpf resin, propolis, mci/mi, mi, acrylates, balsam of peru. A main ingredient of profluorid varnish is colophony,which is known as being potentially allergic. Therefore, her skin reaction can be traced back to this ingredient. All other components are not included in profluorid varnish. All potential allergic ingredients are stated in the instruction for use as well as in the safety data sheet.